Event description:
(B) (6), I am begging of you to look into this CT-scan abuse issue going with the (B)(6) at this particular (B) (6). Enclosed is proof that this one doctor here is trying to smooth things over. He lied about the CT-scan yellow indicator light. I showed him that he lied and still he doesn't even care to examine the erythema wound on the back of my head. He knows it's there, is why! He had it done deliberately. A bunch of guys here have these wounds now, and it's always done by the same CT-scan technician at the (B)(6), and only to guys with big cases or long sentences, that have no more contact with the outside world. The wound on the back of my head did not manifest until after 10 days later, and I still have it! I can't get anyone to look at it, or photograph it! Can you get the (B)(4) to do that for you please? They don't answer my letters either. They must think I'm some (B) (6), but you know as well as I do, that I can't fake an erythema wound! So how do I get someone to look at it and photograph it, and also the wounds these other (B) (6) have? See, when I even write the (B) (4) they can't do thing right either. Enclosed is an example of what they do. They just write (B) (4) and tell her to report things, but she never does. The(B) (4) actually gets money from (B) (4) not to sue on behalf of (B) (6). Now how is that not a conflict of interests? Also (B) (4) lied to (B) (4) that I felt warmth at the time of the CT-scan abuse, but I never told her that! I felt my fillings tingle, while just yellow indicator light was on by itself. So now if (B) (4) talks to a radiologist about all this, he'll say that I couldn't have possibly felt warmth and (B) (4) mistake will be seen as my lie! So I asked (B) (4) to clear this up, and now she doesn't want to! They're trying to smooth things over, too! Everybody wants to say I'm a (B) (6), but there are other guys with erythema wounds in here! We've got a poor old dude who swears he's got eczema/dandruff, but he's got a perfect red head band attached into his head an inch wide straight around his head that's all red and scaly, but not on the top of his head at all! I asked if he had a CT-scan and it turns out with the yellow and green lights were both on, for a long time, but the sliding bed wasn't moving! He's been in (B) (6) a long time, and all his family is gone. The doctors actually ask you these questions, too, about your family, and such. If you're going to (B) (6) soon. Why should that be an issue! Please, (B) (6), you got to help expose this (B) (6) thing they're doing. CT-scan machines are your thing. Blow the whistle! Call the (B) (4). Something! Just help. Please respond. Thank you. (B) (6).